Event description:
Customer was hospitalized with high bgs. Troubleshooting conducted and the pump did not alarm during the high pressure test. Requested to run the test again but the customer was unwilling and wanted a replacement pump.